Manufacturer narrative:
Plant investigation has not yet been completed. A follow up report will be filed upon completion of the investigation.

Event description:
A hemodialysis inpatient user facility has reported that during treatment an external dialyzer leak occurred. A visible pinhole was observed in the body of the dialyzer, right up against the dialyzer header/end cap. All that leaked through the pinhole was saline. No blood was lost. The patient had no adverse effects and no medical intervention was required. The patient completed treatment with a new set-up. Sample has not been returned to manufacturer.